Event description:
It was reported during the surgery, the user insisted that there was something like black liquid in a tube assembly when they took negative pressure to the mixing kit. They thought that the cement gun inside did not have a problem, and the operation was completed. They want us to confirm it about a black liquid.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Not returned to manufacturer.

Manufacturer narrative:
An event regarding foreign matter detected in the revolution mixer vacuum tube involving simplex bone cement was reported. Conclusion: it was reported that a black liquid was visible in the vacuum tube of the revolution mixer when mixing commenced in the or. Testing of the foreign matter was completed in japan and indicated that constituents of bone cement were present in the vacuum tubing. It is not known how any matter got into the vacuum tube but customer error in the use of the mixer is a potential cause. The reported bone cement was added to the mixer, mixed and used during the surgery and no issue was noted by the customer regarding the appearance or performance of the bone cement. A phase 3 investigation was completed for the revolution mixer reference pr # (B)(4). Based on the provided information, there is no evidence or allegation that the bone cement in this event failed and is therefore considered concomitant.

Event description:
It was reported during the surgery, the user insisted that there was something like black liquid in a tube assembly when they took negative pressure to the mixing kit. They thought that the cement gun inside did not have a problem, and the operation was completed. They want us to confirm it about a black liquid.